Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The electronic proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. It should also be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if this IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an electrophysiology cryoablation interventional procedure using a 12f sheath. A femoral angiogram was not performed. Reportedly, upon removal of the device from the patient, the doctor could see that the suture was not bound to the device, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.